Event description:
Routine complaint investigation when a customer reported receiving a high reading of 300 mg/dl on the precision qid blood glucose monitor compared to the laboratory value of 160 mg/dl. The values, when plotted on a clarke error grid, fell into the "c" zone showing the difference in values to be clinically significant. There has been no report of death, serious injury or mistreatment associated with the event.